Event description:
It was reported the device exhibited an "air in line" alarm. Per reported it was attempted to restart the device, but the alarm persists. The battery cover was opened and closed, device turned back on, but the alarm persists. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an inoperable component; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.